Event description:
It was reported that the patients ipg has been depleted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patients ipg has been depleted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR on the bsc aware date. Bsc aware date should have been: (B)(6) 2023.